Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.